Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend was analyzed and the instrument was observed to have a dislodged backend pulley within the proximal end housing, which caused noticeable rattling inside the housing. The pulley had detached from its original position and was loosely situated within the housing. The instrument had a loose grip cable at the proximal end due to a dislodged back-end pulley, causing the jaws to malfunction and move imprecisely during gripping and ungripping. When tested on an in-house system, it passed recognition, engagement, and electrical continuity tests. The grip tips moved within limits and in the commanded direction, but with noticeable lag, and the jaws did not open and close properly. The complaint was confirmed by failure analysis. The probable root cause of the customer reported issue of jaws failed to open and functional test failure issue is attributed to the faulty back end pully. The probable root cause for the instrument grip cable is attributed to component susceptibility to damage through external collisions or during use. A loose grip cable can prevent the grips from fully closing, leading to the instrument failing self-test/homing (initialization) or causing low torque errors.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the jaw of the vessel sealer extend (vse) instrument was not opening. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no patient injury/harm. The procedure was completed robotically. The jaw did not open for dissection when the issue occurred. The issue with the instrument did not occur after a system fault, there was no error message displayed, but the issue persisted even after removing the instrument and docking it to a different arm. The jaws of the instrument were clamped closed after they had been working and could not be opened when commanded by the user. The jaws were opened manually after removing the instrument from the arm. The release key/mechanism was not used. No, another instrument was not used to open the jaws. The jaws were not stuck on tissue when the issue occurred. There was no bleeding.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the vessel sealer extend (vse) instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.